Event description:
The account reported the side rail would not latch. The bed was located in 7w at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The tech investigated and found the side rail center arm was broken most likely due to force such as the side rail being hit on an object during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.